Manufacturer narrative:
The bag to vent manifold cover was damaged causing the issue of attaching the manual ventilation hose, which led to loss of manual ventilation. The customer declined repair service.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcareâ¿¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun

Event description:
The hospital reported a malfunction causing a loss of manual ventilation. There was no report of patient involvement.